Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to be charged and was difficult to be aligned with the charger. The patient underwent revision procedure wherein the ipg pocket was made smaller. The patient was doing well postoperatively.